Event description:
Pacemaker generator battery and early depletion due to ventricular pacing lead requiring high output. Pacemaker battery monitored every two months until battery reached replacement indicator. New pacemaker and lead implanted. Old lead capped.